Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple occlusion alarms and a cartridge alarm 1 during bolus delivery. Reportedly, the customer observed hairline cracks on the cartridge. Customer's blood glucose level was elevated.